Manufacturer narrative:
Evaluation summary: one used 90-9100-02 was received for evaluation. The customer reported an adverse event - bleeding. The visual inspection found no notable conditions. The investigation found the device to function normally and within specifications. Trending is performed per local procedure. A review of the device history records for the provided lot / serial number was completed and no entries pertinent to the reported event were noted and this lot was released meeting all specifications as manufactured. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the radio frequency ablation procedure of the esophagus, bleeding occurred while cleaning the ablation area. The physician used a hot biopsy for hemostasis and then placed clips to end the bleeding. The patient had to stay in a private clinic for few days because of the bleeding. A repeat procedure was not performed. The clips were applied four hours after procedure while the bleeding had already stopped. An addition of one clip was also applied in order to close the perforation was occurred during the usage of the hot biopsy device. There was no user harm.